Event description:
Additional information received reported that an x-ray was performed and no abnormalities were observed. The physicians on staff at the hospital believed the issue was unrelated to the ins itself. The physicians suspected the patient was seeking more medications. The pain physician believed the event was separate from the ins. No further action was taken at the time with respect to the ins.

Event description:
It was reported the patient experienced shocking and jolting sensations at the implantable neurostimulator (ins) pocket site and radiating up their back following a seizure. The patient's right leg had started to feel weak after the seizure. The patient was admitted to the emergency room and a magnet was taped over the ins, which stopped the shocking. There was shocking upon interrogation and palpating ins. It was unclear if the patient was receiving stimulation. The previous ins appeared to have been explanted. The last recharge occurred on (B)(6) 2012. The patient's skin was warm and the magnet was hot. It did not appear to be an infection. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 748940 lot# serial# (B)(4) implanted: 2005-(B)(6) explanted: product typ extension product ID 7434a lot# serial# (B)(4) implanted: explanted: product typ programmer, patient product ID 7425 lot# serial# (B)(4) implanted: 2005-(B)(6) explanted: product typ implantable neurostimulator product ID 3998 lot# v356914 serial# implanted: 2010-(B)(6) explanted: product typ lead product ID 3987a lot# n0051286 serial# implanted: 2005-(B)(6) explanted: product typ lead product ID 37752 lot# serial# (B)(4) implanted: explanted: product typ recharger product ID 37743 lot# serial# (B)(4) implanted: explanted: product typ programmer, patient product ID 3708220 lot# serial# (B)(4) implanted: 2010-(B)(6) explanted: product typ extension product ID 3708160 lot# serial# (B)(4) implanted: 2010-(B)(6) explanted: product typ extension. (B)(4).